Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture, baker grade unknown, on an unspecified side. Device remains implanted.

Event description:
Healthcare professional confirmed baker grade iii was present on the right side with "device malposition," and "evidence of rupture." The device has been explanted.